Event description:
(B) (6). It was reported that following a coronary artery stenting procedure experienced stenosis. The lesion being treated was located in the distal right coronary artery. A taxus express2 stent of unknown size was implanted in the lesion. At 248 days after the index procedure the patient experienced stenosis in the target lesion. The lesion was 3.0mm, 63% stenosed, 21.3mm long portion of the distal right coronary artery. There was no reported thrombus, or aneurysm with timi 3 flow. An intervention was performed 4 days later. An unknown balloon and unknown size taxus express2 stent were used for treatment. Post procedure vessel diameter 3.3mm with 10% stenosis. Timi 3 flow was maintained. The patient was discharged the next day with no any anginal symptoms.

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).